Manufacturer narrative:
All of the buttons functioned properly. However, a corroded keypad was found. There was no button error alarm during testing. The unit had a cracked battery tube thread, a cracked reservoir tube lip, a cracked reservoir tube, a cracked case near the display window corners, and a crack on the display window.

Event description:
The customer called in to report a button error alarm and that the device was beeping. The customer's blood glucose level was 186 mg/dl. The customer received a replacement device and agreed to return the product for analysis.